Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter; customer returned insufficient test strips(1) to evaluate them. Most likely underlying root cause of malfunction:user's misunderstanding of erratic results.

Event description:
Consumer reported complaint for erratic blood glucose test results. The customer's expected fasting blood glucose test result range is 116 to 150 mg/dl. The customer reported symptoms on (B)(6) 2016 of sweatiness, light-headedness, and dizziness. A back to back blood test was performed after consuming a snack and drink (non-fasting) and produced test results of 160 mg/dl and 99 mg/dl. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. At the time of the call on (B)(6) 2016, the customer reported symptoms of dry mouth and blurry vision. The customer is currently taking medication to manage diabetes. The customer have not had any recent changes in diet, or medication. During the call on (B)(6) 2016, a back to back blood test was performed by the customer non-fasting and produced test results of 148 mg/dl and 149 mg/dl. The product is stored in the bedroom. The test strip lot manufacturer's expiration date is 05/13/2018 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: 1:109mg/dl fasting:no, 2:101mg/dl fasting:no, 3:112mg/dl fasting:no, 4:99mg/dl fasting:no, 5:160mg/dl fasting:no. Adverse event not reported.